Event description:
It was reported that the patient underwent a surgical procedure in which the pump of an inflatable penile prosthesis (ipp) was removed and replaced due to the component not working properly. The patient did not experience any adverse events.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient underwent a surgical procedure in which the pump of an inflatable penile prosthesis (ipp) was removed and replaced due to the component not working properly. The patient did not experience any adverse events.